Event description:
It was reported that, cardiosave intra-aortic balloon pump (iabp)¿s power cable was damaged, makes false contact, consequently does not ensure continuous power supply from the mains. No harm or injury to the patient was reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6 (medical device problem code, investigation findings).

Manufacturer narrative:
Due to characterization limit e1 initial reporter: (B)(6). Updated fields: b4,b5,b6,b7,d10,e1(initial reporter, event site mail, event site telephone),e3,g3,g6,h2,h6(type of investigation, investigation findings, component codes, investigation conclusions),h11. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse replaced the ac power cord reel. The unit passed all performance and safety tests according to factory specifications. The iabp was returned to the customer for use.

Event description:
It was reported that, cardiosave intra aortic balloon pump (iabp)¿s power cable was damaged, makes false contact, consequently does not ensure continuous power supply from the mains, during routine check by customer. No patient was involved.

Manufacturer narrative:
Updated fields: g6, h11. Corrected fields: h6 (health effect code).